Event description:
Rptr c/o health problems and disability due to silicone breast implants. She has severe joint pain, muscle pain, a numbness in the left side of her head accompanied by a terrible burning sensation causing her visual problems and spasms of her left eyelid. She suffers from constant and chronic migraines which take a complete toll on her life. She has carpal tunnel syndrone in both wrists, that make using her hands and arms extremely painful. She has chronic fatigue so bad that even the most minor task is either difficult or completely impossible. She has extreme dental problems that she believes are due to the silicone. She had so many dr visits etc too many to even mention but in 2/94 she diagnosed with silicone adjuvant disease and connective tissue disorder, severe and chronic fatigue, migraine headaches that are chronic and devastating.